Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked past the stopper when attempting to administer the vaccine. The following information was provided by the initial reporter: "incident details: 3ml syringe and 25g x 1 inch needle, used to draw up vaccine and needle was primed. When administering vaccine, and pushing the plunger, vaccine fluid/liquid leaked out from end of plunger instead of being administered into client."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 27-feb-2023. H6: investigation summary : one sample was provided to our quality team for investigation. Upon visual inspection, it was observed that the stopper angularity was slightly off. Functional testing was performed, sample was tested for leakage past stopper. The observed condition is non-conforming per product specification. Potential root cause for the leakage past stopper defect is associated with the assembly process. A device history record review was completed for provided lot number 9046832. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked past the stopper when attempting to administer the vaccine. The following information was provided by the initial reporter: "incident details: 3ml syringe and 25g x 1 inch needle, used to draw up vaccine and needle was primed. When administering vaccine, and pushing the plunger, vaccine fluid/liquid leaked out from end of plunger instead of being administered into client."